Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient¿s incision site was not healing well. The device was removed and there have been no reports of further complications regarding this event. The patient was receiving effective pain relief prior to the removal of the device.